Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated at the second injection port from the drip chamber. The set was pre primed with the normal saline and the medication (iron sucrose 300mg in 250ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the second y-site clearlink at the downstream part. It was observed that there were tubing marks which suggested that there was a lack of solvent applied in all the circumference of the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.